Manufacturer narrative:
Vyaire complaint #: (B)(4). Correction: g7, h2, h10. Results of onsite field service representative visit: a vyaire field service representative (fsr) evaluated the device onsite and replaced the compressor. The fsr performed the operational verification procedure (ovp) and user verification test (uvt). The field service representative confirmed the ventilator met all vyaire manufacturer specifications. Results of investigation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported issue was duplicated and was isolated to an internal issue with the motor brushless, 28vdc, rohs. No failure trend has been noted. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
(B)(4). Results of investigation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported issue was duplicated and was isolated to an internal issue with the motor brushless, 28vdc, rohs. No failure trend has been noted. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the unit was alarming loss of air and not ventilating. The customer advised there was no patient involvement associated with this event.